Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal and a damaged air detector. The dso seal and air detector were replaced.

Event description:
It was reported that the device had a damaged battery compartment. The results of the investigation found that the downstream occlusion (dso) seal was damaged as well as the air detector. There was no patient involvement.